Manufacturer narrative:
(B)(4).device has not been received. A supplemental report will be sent if device is received.(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon was removing specimen of gallbladder within the device. The bag was unable to fit through the port.the bag burst, and the surgeon had to pick up the specimen pieces from inside the abdomen. Current patient status is in recovery. There was no patient injury. There was no user involvement or user injury. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.